Manufacturer narrative:
(B)(4). The device is included in the medical device safety alert, clinical info about pocket fills synchromed ii and synchromed el implantable drug pumps, physician communication ((B)(6) 2011).

Event description:
During a usability study on (B)(6) 2011, a pocket fill occurred. The pt reported feeling sleepy within about 5 minutes after a pump refill was completed. The physician aspirated 15cc out of an expected 20cc of new injected mixture. It was suspected that the needle "popped" out of the port due to the pressure in the reservoir. After aspirating the 15cc, the needle was pulled out of the port and the needle tip was pushed against the face of the pump (so that the needle was inside the pump pocket). About 4cc of fluid was then aspirated. The pump pocket was then irrigated by injecting and aspirating a total of 60cc of saline. The pt was admitted to ICU for observation over the next 24 hours. She was discharged the following morning feeling fine, but was amnestic for the first 5 hours after the event. The medications being delivered via the device system were marcaine, clonidine, and hydromorphone.